Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing beeping tones. A follow-up was performed and the interrogation noted a sharp increase in pacing impedance measurements on the right ventricular (rv) lead which were greater than 2,500 ohms. Additionally, the threshold measurements were high. There were several episodes with noise and oversensing. Four of those episodes resulted in inappropriate anti-tachycardia pacing (atp). The patient was not pacemaker dependent and did not report any discomfort. A revision procedure will be performed. The rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported.